Event description:
The manufacturer received voluntary medwatch (mw5105659) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging heart failure while using this device and medical intervention was pacemaker. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.